Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) upon device power up in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. During functional testing, the reported symptom of system error 345 (thermistor disparity) was reproduced. A review of event history log revealed ec 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream thermistor being over 6000 degrees. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.